Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After the catheter was inserted, it was observed that the sheath valve was leaky and allowed air to pass through during aspiration with a syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. After the catheter was inserted, it was observed that the sheath valve was leaky and allowed air to pass through during aspiration with a syringe. The sheath was replaced, and the procedure was completed. No patient complications were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory, visual inspection of the faradrive steerable sheath found no abnormalities. While prepping for the leak test, a leak path was found via a crack in the stopcock. Testing could not be performed due to leakage. Microscopic inspection of valves did not find any anomaly or damage on the components. Therefore, the leak from the stopcock is the cause of this complaint.